Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a peritoneal dialysis catheter. The customer reports, her daughter had her pd catheter inserted in (B)(6) 2009 and at the beginning of (B)(6) had a perforation in the catheter at the end of the adapter, which resulted in peritonitis requiring antibiotic therapy.